Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation with pimples that were bleeding. Follow up indicated that the irritation was slowly improving but the area was still bleeding at times. The final medical outcome is unknown.